Event description:
It was reported that this pacemaker reverted to safety mode. And it was noted that at that time a new concurrent leadless pacemaker from a different manufacturer was implanted. Boston scientific technical services discussed that the device will no longer perform remote transmissions due to safety mode parameters. No additional adverse patient effects were reported.